Event description:
Bilateral breast implants removed, ablative capsule. Manufacturer of implants inserted in 1984 unknown to this facility. Reason for removal: patient complaint of chronic pain on right, swelling. Temperature changes, rashes, positive ana, flu-like symptoms. Visual analysis: left implant appeared to have been ruptered at some time with free silicone. Right implant capsulotomy removed intact. Gross analysis: right implant with no unusual gross features noted. Left implant: 5cm. Defect at the disc margin with a 3.6cm. Limb to trianglar defect with silicone material excluding. Microscopic: silicone reaction, right & lefinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown, other, other. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.